Event description:
A patient reportedly was unable to test for blood glucose. The meter allegedly would only prompt clean test area message. The issue was not resolved with troubleshooting. Patient felt high and took 6 units of regular insulin without knowing the blood glucose level. There was no medical intervention. No further infromation has been reported.